Manufacturer narrative:
During ge healthcare technician checkout, it was found that, a few minutes after starting up the equipment, the screen was going black and a message was appearing on the display "technical service required." A sharp beep sounded as it was restarting. When checking the error log, it showed an error message "du to pmb comm error pmb comm fail." The power management board and cpu were replaced to resolve the reported issue.

Event description:
The hospital reported that, the equipment resets shortly after being turned on. There was no reported patient involvement.